Event description:
Additional information was received from the patient indicating that they had gone to their doctor and had an x-ray done and a cat scan, confirming the lead moved.

Manufacturer narrative:
Other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead; product ID 977a260, lot# va0nxz5030, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for non-malignant pain. It was reported that there were high impedances on electrode 0-7 greater than 40,000 ohms and the patient was getting therapy from electrodes 8-15. There were no reports of trauma/falls related to the issue. It was noted that the high impedance measurement might have included a fracture or a disconnection of the lead so an x-ray was suggested. The rep reported that the patient was getting good benefit on the right side, but recently started feeling pain on the left side and wanted reprogramming. It was determined that the issue was with the lead as the lead was not programmed yet. On (B)(6) 2016, the rep provided additional information reporting that there was an open circuit somewhere on the lead; an x-ray was requested for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.